Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. This complaint is assessed as not related to sterilization. Thus, only the (B)(4) documents were reviewed with the following result: no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that this 4.5 screw was inserted into the bone (following tapping the bone) during a dhs, and upon final tightening of the screw the screwhead sheared off at the head shaft junction. The shaft of the screw remained in the patient. This report is 1 of 1 for (B)(4).